Event description:
The pt was a male. The target lesion was the mid left anterior descending (lad). The lesion was de novo. The vessel was slightly calcified but was not tortuous. There was 90% stenosis. The target lesion was pre-dilated with a 2.75 x 20mm medtronic sprinter balloon. A 3.0 x 23mm cypher was delivered to the target lesion. While the cypher was being inflated, the balloon ruptured at nominal pressure. The stent was dilated and post-dilation with a balloon (product unk) was conducted and the cypher was implanted at the target lesion successfully. The procedure was finished successfully. There was no pt injury reported.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The stent delivery system was discarded and is not available for analysis. Additional information will be submitted within thirty days upon receipt.